Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. (B)(4), lot number 62608. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient possibly rubbed their eye post-operatively potentially causing the xen®45 gts to migrate into the anterior chamber and lose patent connection (stopped filtering) in sub-conj space in the unknown eye. The device has been explanted and replaced with another xen®45 gts.

Event description:
Additional information reported affected eye is right. The reported event has been resolved.